Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's heart rate increased to 165 beats per minute following a double transseptal puncture. Intracardiac ultrasound identified a pericardial effusion. Transthoracic echocardiography was used to confirm the pericardial effusion. The physician felt that his first of the two transseptal punctures was too posterior and when he punctured for the first transseptal access, he may had perforated at that time. The patient required a pericardiocentesis due to tachycardia, hypotension and pulsus paradoxus. Pericardiocentesis was being performed and 150ml were removed from the pericardium. The physician stated that the patient's heart was rotated, but he did not state that he felt it was the cause of the perforation. This incident occurred prior to mapping for the geometry and no power was delivered. The patient was given an initial bolus of heparin (unknown dose) just seconds before the patient exhibited signs of incident. The event required hospitalization by one day.

Manufacturer narrative:
The concomitant products: carto 3: model# m-4800-01, serial# (B)(4). Stockert: model# m-5463-01, serial# (B)(4). Coolflow pump: model# m-5491-02, serial# (B)(4). Lasso nav variable eco: model# d-1343-01-s, lot# 15765135l. Ez steer coronary sinus: model# d-1263-04-s, lot# 15817706m. Soundstar: model# m-5723-05, lot# 10846835000139. Preface sheath: model# 301803m, lot# 15774268. (B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient's heart rate increased to 165 beats per minute following a double transseptal puncture. Intracardiac ultrasound identified a pericardial effusion. Transthoracic echocardiography was used to confirm the pericardial effusion. The physician felt that his first of the two transseptal punctures was too posterior and when he punctured for the first transseptal access, he may had perforated at that time. The patient required a pericardiocentesis due to tachycardia, hypotension & pulsus paradoxus. Pericardiocentesis was being performed and 150ml were removed from the pericardium. The physician stated that the patient's heart was rotated, but he did not state that he felt it was the cause of the perforation. This incident occurred prior to mapping for the geometry and no power was delivered. The patient was given an initial bolus of heparin (unknown dose) just seconds before the patient exhibited signs of incident. The event required hospitalization by one day. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.